Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the aseptic disassociation of pinnacle altrx liner 58 x 36 neutral. It was found all but 2 ards were sheared off. Doi: (B)(6) 2017. Dor: (B)(6) 2025. Affected side: right hip.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that the aseptic disassociation of pinnacle altrx liner 58x36 neutral. It was found all but 2 ards were sheared off. Sending liner in to depuy. The product was not returned to depuy synthes; however photos were provided for review. See attachment (B)(4). Photos were provided for review; however the photos do not show the alleged devices no other observation pertaining to the nature of the reported event could be identified. Furthermore, based on the observations of the returned liner and head, it is reasonable to conclude that a disassociation event occurred between the liner and the unknown hip acetabular cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the cup is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed based on the visual examination of the liner and head condition. The unknown hip acetabular cup would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - it was reported that the aseptic disassociation of pinnacle altrx liner 58x36 neutral. It was found all but 2 ards were sheared off. Sending liner in to depuy. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4) device sticker ad (B)(6) 2025, (B)(4). Photos were provided for review; however, the photos do not show the alleged devices no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10 (concomitant).